Event description:
Information received regarding the explanted device notes that the patient went to the emergency room for an unknown reason. The device exhibited no output and could not be interrogated.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received